Event description:
It was reported that the catheter migrated, and had wrapped around the pump at the abdominal incision site. The catheter was replaced. The patient had not been getting any medication for an unknown amount of time. No patient symptoms were reported. The pump was used to deliver baclofen and morphine. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.